Event description:
Allegedly, disassociation of poly liner from shell. Revision procedure entailed removing the femoral head and disassociated poly liner. The shell was well affixed so the dr. Proceeded with inserting a dual mobility metal liner with the appropriately sized liner, dual mobility insert, and appropriate ceramic 28mm head non-revised products: product ID: dbfpgd52 dynasty® bf shell primary 52mm group d/ lot no.: 1955983/ qty: 1 product ID: prglcls1 profemur® gladiator® classic plasma size 1 straight neck/ lot no.: 1936519/ qty: 1.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.